Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed a kink was observed in the sheath assembly at 72.5 cm from femoral marker at the distal end. The telescope assembly was not able to properly pull back, advance, or retract. An open hole was observed at the lap joint junction between the clear and blue sheath assembly. Water leaks at the open hole during flushing process. During image characterization testing, no image appeared in the system due to electrical open at proximal. Based on the x-ray images, the electrical failure was a result of a broken coax cable. No wind up was observed on the imaging core during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that during a percutaneous coronary intervention (pci), the opticross imaging catheter was unable to cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a hole in the catheter.